Manufacturer narrative:
A medical safety review was performed which stated that the event and its severity is known and labeled per (B)(4), which states the following: do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation, tip deflection, and/or injury of the larynx or vocal cords. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation and/or tracheobronchial injury, which may be caused by: excessively bending the tube causing it to kink, or retracting the tube which may cause it to crush. Placement in the right main bronchus (deep intubation) by confirming the correct positioning after intubation. A collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that, after using the catheter, the patient had high airway pressure and pulse oxygen saturation decreased. Routine anesthesia induction was performed after the patient entered the operating room. The first endotracheal tube was performed at 07:53, and the catheter used was the "neural monitoring endotracheal catheter, reinforced, 6 mm" provided by the surgeon. After successful endotracheal tube intubation, the airway pressure was 30cm h2o. After adjusting the catheter depth, it improved. Vital signs and oxygen saturation were good. At 08:15, the patient's oxygen saturation dropped to 91%, airway pressure increased. There was no obvious improvement after muscle relaxation, sputum suction, and adjustment of oxygen concentration. At 08:20, the oxygen saturation dropped to 70%. Then, the endotracheal tube was removed and oxygen inhalation mask was given. After 20 seconds, the oxygen saturation increased to 100%. After stabilization, endotracheal tube was performed again at 08:23. The vital signs were stable during the surgery, and the patient was sent to the resuscitation room for resuscitation after the surgery. On follow-up, it was reported that, after the oxygen saturation dropped to 70%, measures were taken to adjust the depth of the endotracheal tube, and muscle relaxation was adjusted. Once the first endotracheal tube was placed, the patient and tube was repositioned. The cuff of the tube was deflated (let-down) before moving to the patient and tube. The cuff was then re-inflated. About 3ml of oxygen was used to inflate the cuff. The airway pressure was 30cmh2o. After the oxygen saturation of the first endotracheal tube decreased, the surgery was completed without the use of a monitor. The surgery was completed after the yixin catheter was replaced. The patient was discharged after postoperative resuscitation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Postoperative anesthesia resuscitation was performed. During the procedure the patient¿s oxygen dropped to 30% and the respiration rate increased. The emg tube was checked post-op and found no blockage.

Manufacturer narrative:
H6: fdm b17 no longer applicable since device has been discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.